Manufacturer narrative:
Initial reporter address: (B)(6) hospital initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This issue was further described as a white powder was observed and crystallization around the port. The device was filled with 4450mg fluorouracil in 115ml sodium chloride 0.9%. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 1, 2021 - december 2, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed white drug powder inside a yellow color bag which suggested a leak problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.